Event description:
It was reported that during a robotic low anterior resection procedure that the patient¿s tissue was stuck to the proximal end of the stapler. Procedure was converted to open to remove the stapler. The surgeon stated that the procedure was converted to open to remove the specimen as the gi doctor had given the incorrect location of the specimen for removal. After the second transaction another leak test was done and passed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just to confirm, the convert to open was not related to the issue experienced by the ethicon device. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was the device eventually able to be opened and removed? If not, how was the device removed from the patient? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2022. Additional information was requested, and the following was received: how many counterclockwise revolutions of the adjusting knob were used to open the device? Was the device eventually able to be opened and removed? 3 to 4 additional turns what is the current patient status? The patient has passed away due to the severity of his cancer the lot number is unknown.

Manufacturer narrative:
(B)(4). Date sent: 11/09/2022. Additional information was requested, and the following was received: does the surgeon believe that the ethicon device caused or contributed to the patient death? No, he doesn't. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? No, he doesn't believe the stapler is the reason for the death. He conducted a leak test in the case after the 2nd re-fire and it was negative. H11: corrected data = h1, b1. Based on the information captured in h10 the file will be captured as a serious injury.